Event description:
It is reported that the pt underwent a closed reduction due to dislocation.

Manufacturer narrative:
Information was received from a health professional who is not required to complete form 3500a. Evaluation summary: primary operative notes were provided which were unremarkable. Emergency room notes document that the pt was bending over in a flower bed when she felt the left hip pop. X-rays are not provided ot assess component fit and orientation. Postoperative precautions given to the pt post-op are unk. A common precaution is not to bend at the hip more than 90 degrees. It is likely that the pt's movement as she bent in her flower garden was not recommended and cause the dislocation. Evaluation: review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.

Manufacturer narrative:
This report is being amended to reflect changes in sections. This report will be amended when our investigation is complete.

Event description:
It is reported the patient is scheduled for a revision due to a hip dislocation.

Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported the patient was revised due to dislocation.

Event description:
It is reported the patient was revised due to dislocation. During surgery, it was noted the liner would not disengage from the cup; therefore, the shell, liner, and head were all explanted.